Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. The currents are within specifications and passed self-test and a21 error alarm test. No a21 alarm. No button error alarm. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed with an unexpected restart error. The insulin pump also alarmed with a button error. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.